Event description:
It was reported to boston scientific corporation that an advantage system was used during procedure performed on (B)(6) 2013. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, on (B)(6) 2013, the physician loosened the tape due to urinary retention. The patient also experienced mesh erosion in the bladder and urethra. On (B)(6) 2014, the eroded part was excised. During follow up, cystoscopy revealed difficulties in emptying the bladder and cystitis.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.